Manufacturer narrative:
Tailor, rajen, and theodoros lalias. "A case of refractory neovascular glaucoma treated with a xen 45 implant." Journal of glaucoma, vol. 27, no. 10, october 2018, p. 929-930. The event of vision abnormalities is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter does not have any further information regarding event, product, and patient details. Device labeling: it is addressed in the product labeling.

Event description:
Reported events of blurred vison and misting of vision which was due to a significant cataract possible caused by the unusual method of implantation in the left eye of a patient with refractory neovascular glaucoma were noted in the article: "a case of refractory neovascular glaucoma treated with a xen 45 implant." Journal of glaucoma, vol. 27, no. 10, october 2018, p. 929-930.